Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels higher than 240 mg/dl for the past 4 days. She stated that the up and down buttons on her infusion device were only functioning intermittently and the soft components of the up and down buttons were damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).